Manufacturer narrative:
H3: product analysis product# (B)(4), lot# ca18h078 visual examination confirmed the entire torx tip of the driver has been sheared off. Microscopic examination of the fracture surface revealed a fairly flat fracture surface with circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior instr umented fusion spinal therapy for fracture dislocation. Levels implanted was t8-l1. It was reported that the tip of the screwdriver broke off into a screw during a spinal procedure. There were no further patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that there are no broken fragments left inside the patient. There is no allegation or malfunction associated with the screw.